Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer latch was found broken, and the magnet was loose.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the latch was broken on drawer. A field service engineer (fse) addressed the reported issue of the drawer indicating failed to stay closed. Upon arrival, no failures were observed. Identified that a pocket in half height drawer 2.2 had dislodged and medication remained inside. Used the load feature in software to access and remove the medication. Reseated the row board cable, removed and cleaned all cubie trays and pockets, and reassembled the drawer. Verified inventory mapped correctly and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.